Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was associated with a system infection and erosion. As the tissue around the exposed pacemaker was inflamed, surgical intervention was performed and the pacemaker was repositioned under the muscle in the same area. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.